Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The complaint includes presence of particles in the device. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In section b5, the manufacturer was previously received information alleging an issue related to a CPAP device's sound abatement foam. The complaint includes presence of particles in the device. There was no report of serious or permanent patient harm or injury. In this follow-up, section b5 will be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having heart valve surgery. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Section b1, b2, g3, h1 has been changed and updated in this follow-up. In section h6, health effect-clinical code is changed from 4582 to 4454 and health effect - impact code is changed from 2199 to 4614 - 4624.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to having visualization of particles, history of myocardial infarction or cardiac arrest, congestive heart failure, had heart valve surgery, and had a pacemaker placed. There was no medical intervention required by the patient. The reported event of visualization of particles, history of myocardial infarction or cardiac arrest, congestive heart failure, had heart valve surgery, and had a pacemaker placed and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacturer concludes no further action is necessary. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Sections b1, b2 has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction..